Event description:
It was reported the pt had experienced multiple falls and subsequently lost stimulation in his back and legs. A full parameter diagnostic indicated several contacts have invalid impedance values. The pt is working with his physician to determine the next course of action. Surgical intervention will be considered to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.